Manufacturer narrative:
The cause of the bleeding and hematoma was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp the patient¿s left femoral arterial impella site with bleeding and hematoma. The hematoma was marked and monitored, imaged access site and pressure held. Angle match dressing applied. Impella successfully explanted due to groin concerns. Groin site appeared improved and softer the following morning.